Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the (B)(6) bluetooth device was performed and passed as it was possible to download the transmitter log during the test. The global transmitter final functional test was performed and resulted in a failed transmitter. The reported customer complaint was confirmed. The root cause could not be determined post investigation.